Event description:
The ge oec 9800 fluoroscopy system had the left (live) monitor go gray during system warm up.

Manufacturer narrative:
A ge oec svc rep investigated the issue and removed and replaced a defective interconnect cable and replaced the system battery pack. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.